Manufacturer narrative:
Initial and final MDR 1918907- MDR 3003442380-2024-15524- device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-may-2024, it was reported by the patient that five infusions set fell off within two days of use. Event was occurred on 01/05/2024, 10/05/2024, 21/05/2024, 03/06/2024, and 07/06/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.